Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. The patient reported packing the cassette along with the cycler during transit. He also reported finding the cassette in a compromised position in the case and there may have been a stress mark on the plastic. Device pictures were provided and show cracking of the right hard dome of the cassette consistent with stress fracture. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested but not made available. A follow up may be submitted if medical records become available.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for air detected in the cassette following fill 1. He could not clear the alarm and discontinued treatment. When he opened the cassette door he found the cassette was cracked and leaking fluid. He reported he had recently traveled with the cycler on an airline. He had packed 2 cassettes with the cycler. After the trip he found the contents of the case containing the cycler and cassettes had been moved or shifted during transit and the back edge of the cycler was resting directly on the cassettes. He checked the cassettes and found no cracks but reported there may have been a stress line fracture on the plastic. During follow up the patient reported he developed symptoms of peritonitis including abdominal pain and cloudy effluent the day following the leak event. He returned to his normal clinic and the effluent culture found a staphylococcus infection. He was treated with antibiotics and recovered. He was not hospitalized. He reported good health except for his failed kidneys at last follow up. Medical records were requested from his pd clinic but have not been made available.